Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, a loss of connection between the transmitter and receiver. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. There was no data log available to review. A bin file analysis was performed and errors were found. The reported event of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was returned and evaluated. No data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.